Event description:
It was reported that a pt underwent an obturator sling procedure on an unk date. Approx four months after the procedure, during f/u, the pt was having voiding difficulties as well as thigh pain which resulted in her having to use a walker. At that time, the doctor snipped the sling, which did not alleviate the tension enough for the thigh pain to dissipate. The pt has gone back to having urinary incontinence. The doctor will be following up with the pt, and may remove the sling completely.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.